Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a female patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip the patient experienced unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2009 via medical records. According to the diagnostic testing the patient experienced low serum copper of less than 200 ug/l on (B)(6) 2001 and elevated serum zinc level of 2108 ug/l. The patient started copper supplementation of 2.5 mg/day orally on (B)(6) 2001. On (B)(6) 2001, the serum copper had normalized to 673 ug/l but the zinc was still elevated at 2698 ug/l. The patient's ceruloplasmin was decreased to 3 mg/dl on (B)(6) 2001. Follow up information was received on 07 may 2010 via medical records. In 1991, the patient had microcytic anemia and normal iron studies. In 1998, the patient was evaluated for anemia and neutropenia and had a bone marrow biopsy showing absence of stainable iron, despite being on oral iron therapy. She started weekly intramuscular iron and b12 injections but anemia and neutropenia persisted. She underwent blood transfusion in (B)(6) 1998 and within several weeks, developed tingling parasthesias in her feet. The patient was hospitalized from (B)(6) 2001 with a chief complaint of progressive lower extremity weakness. The patient started developing tingling in her toes and fingers in 1998 after she had received blood transfusions. Since that time, she noticed a gradual decline in her ability to ambulate, progressive numbness up her legs, and she began using a cane in the spring of 2000. The patient stopped driving in the summer of 2000. Recently, she has been unable to ambulate with or without a cane. She also described painful sensation and a burning type quality in her feet. The patient was previously seen on (B)(6) 2000 with complaints of this progressive motor and sensory disorder, along with a history of pernicious anemia. At that time, it was felt that this was possible subacute combined degeneration from vitamin b12 deficiency, as well as some other spinal cord process. The patient was seen by hematology/oncology on (B)(6) 2001. This physician believed her b12 deficiency was secondary to malabsorption or lack of transcobalamin receptor. He started her on intramuscular b12 and iron shots as her hematocrits had fallen from 42.2 in (B)(6) 1991 to 22 in (B)(6) 2000. The patient was first seen by a neurologist in (B)(6) 1999. At that time she had also complained of paresthesia, pain, allodynia, numbness up to her knees, and parasthesias in her hands with difficulty buttoning. She was later seen be another neurologist who performed electrodiagnostic studies. The studies showed diffuse abnormalities in both leg muscles. A sural nerve biopsy in (B)(6) 1999 showed marked loss of nerve fibers with extensive fibrosis. The patient was treated with an infusion of igg antibodies (ivig) for four days and developed an acute febrile illness with headache on day one and also on day six of ivig treatment. On (B)(6) 2001, electrodiagnostic studies showed fibrillation potential and positive waves in all muscles tested, including bilateral deltoids, with more distal preponderance and decreased recruitment, and there was no evidence of reinnervation. Nerve conduction velocities and responses were recorded as normal. A magnetic resonance imaging (MRI) of the thoracic spinal cord in (B)(6) 2001 was normal. The patient was admitted to the neurology service. Physical therapy (pt) and occupational therapy (ot) were both consulted. The patient was started on oral copper supplementation, as it was thought that her myelopathy was secondary to her copper deficiency. Vitamin e levels came back mildly abnormal and the patient was started on vitamin e tablets. The patient refused inpatient rehabilitation and home pt, ot, and a visiting nurse. On (B)(6) 2001, it was reported that the patient was found to have severe copper deficiency. The iron-deficiency like anemia and neutropenia were entirely compatible with copper deficiency. On (B)(6) 2001, the patient was seen for a neurology follow up after recently being in the hospital for intensive evaluation of her anemia, neutropenia, and polyneuropathy. Since her hospital stay, the patient was taking oral copper supplementation, her bowel habits have returned to normal, and she felt stronger. Neurological examination was unchanged. On (B)(6) 2001, the patient had a normal serum copper and ceruloplasmin, and persistently elevated serum zinc level. The laboratory studies showed resolution of her neutropenia and marked improvement in her hematocrit, with a rising retic count and serum ceruloplasmin. Her 24 hour urine zinc collection demonstrated profound zinc intoxication, with more than 20 mg per day of zinc in her urine, normal less than 0.6 mg per day. The patient had improved. Oral copper supplementation was increased. On (B)(6) 2001, the patient and her spouse reported definite improvement. The sensation in her buttocks was much better and she could feel the toilet seat when she sat on it. She had better sensation throughout the legs and was able to feel her feet better when her husband washed them. She was now able to get up by herself and stand unsupported for several seconds. In (B)(6) 2001, she was unable to sit over the side of her bed unsupported. The patient's neurological picture, the combination of a profound dorsal column and motor axon improvement, with much less, if any, peripheral sensory axon involvement, was highly unusual and remained best explained by her copper deficiency. The vitamin e deficiency might have contributed to the dorsal column involvement but not the severe motor axonopathy. On (B)(6) 2001, the patient could feel her legs touching each other. Her hand strength was improving, she was able to write better, and she believed she was able to unbutton her clothes more easily. On (B)(6) 2001, the patient noted improvement in sensation throughout her legs and her fingertips. On (B)(6) 2001, there was little change in the patient's neurological function. On (B)(6) 2001, the physician felt it was imperative to try and identify the source of zinc exposure. The patient complained of increased difficulty tolerating supplemental oral copper and decreased the dosage herself. The patient's serum ferritin and iron had recently dropped. The physician felt the patient was developing iron deficiency and prescribed oral iron. On (B)(6) 2001, electromyography (emg) and nerve conduction report showed evidence of a motor neuropathy with distal greater than proximal gradient. Compared to the prior study, there had been improvement in the amplitude of the sural sensory nerve action potential, reduction in proximal fibrillation potentials, but worsening of motor unit recruitment in tibialis anterior. On (B)(6) 2002, the patient was receiving a home care nurse, home pt, psychiatric treatment, and blood and urine monitoring. Her serum and zinc level remained persistently elevated, though occasional urine levels checked every two weeks had been normal, flanked by abnormal values in the several thousand range. Symptomatically, she had remained mentally clear without any other episodes of encephalopathy. She remained unable to stand unsupported and felt little change. On (B)(6) 2003, it was noted that the patient had not come for an appointment since (B)(6) 2002, she did not have home care services for nine to twelve months now, her disability was unchanged, and she remained dependent on her family to get out of her second floor apartment. She continued to use a wheelchair for getting around the house and was not able to stand independently. The patient had no buttock numbness or was just used to it, but continued to have numbness in her feet and her hands had gotten weaker. Approximately two weeks ago, she became confused with hallucinations and was hospitalized on a psychiatric unit. Serum zinc at the time was elevated and serum copper was low. Her confusion cleared after several days and she was amnesic for the events of those several days. She experienced the same phenomena in (B)(6) 2001, which appeared to be an acute encephalopathy, perhaps related to the zinc toxicity. On (B)(6) 2004, the patient was described as having "permanent total disability" due to severe myelopathy demyelinating disease. On (B)(6) 2005, the patient's disability was unchanged, requiring a wheelchair for mobility, with nearly full function in her hands. The patient complained of chronic pain all over, not limited to the legs, and had been on high doses of narcotic agents for over two years now. The patient's examination as being "entirely stable" and controlled by avoidance of zinc containing foods and copper supplementation. Her neurological syndrome remained of unknown etiology. On (B)(6) 2006, the patient was informed of her need to start tapering use of narcotic pain medication (duragesic patches and oxycodone). She was informed that her pain was out of proportion to the neurological condition. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.

Manufacturer narrative:
(B)(4).